Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who had 275cc mentor memorygel breast implants placed experienced a right sided cutaneous contour deformity and left sided ptosis post procedure. There was loss of sharpness in the inferiorly and medially in the right breast. The left breast is larger than the right and is hanging over the implant with sagging. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-10852 for contralateral prosthesis report.